Event description:
According to the reporter: procedure: lap chole. The tip of the surgiwand was cut and used on pt. After a while, the team noted that the electrode part was in contact with the shaft and was melting. It charred the liver slightly, but no bleeding was reported. The device was replaced and the new one worked without issue.

Manufacturer narrative:
(B) (4).